Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field events of noise and high left ventricular lead impedance measurements could not be reproduced in the laboratory. The device was tested on the bench and using automated test equipment and no anomaly was found. The reported high pacing lead impedance observed during lead revision procedure is believed to be a connection issue.

Event description:
It was reported that patient received inappropriate therapy due to noise detection on the right ventricular lead. High impedance on the lv lead was also observed which measured normal with the psa. The rv lead and ICD were explanted and replaced.

Manufacturer narrative:
No medwatch form was received.